Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the catalog and lot numbers are not available. The device remains implanted and is not available for evaluation. The citation is as follows: kamalesh m, stokes k, burger aj. Transesophageal echocardiography assisted retrieval of embolized inferior vena cava stent. Cathet cardiovasc diagn. 1994 oct;33(2):178-80. Doi: 10.1002/ccd.1810330222. Pmid: 7834735. As reported in the literature article by kamalesh m, stokes k, burger aj. Transesophageal echocardiography assisted retrieval of embolized inferior vena cava stent. Cathet cardiovasc diagn. 1994 oct;33(2):178-80. Doi: 10.1002/ccd.1810330222. Pmid: 7834735., two days after placement of 2 palmaz 14mm stents in a stenotic ivc, routine chest x-ray revealed the stents embolized to the left pulmonary artery (pa). The stents were retrieved non surgically using transesophageal echocardiogram (tee) and a non cordis balloon catheter and repositioned in the original area of stenosis of the intrahepatic portion of the ivc. Once in the intrahepatic portion of the inferior vena cava, the stents were repositioned across the area of original stenosis and re-dilated to 20 mm. The patient initially presented with budd-chiari syndrome and stenosis of the portal vein and inferior vena cava. He was admitted to the hospital with severe abdominal pain, and an abdominal ultrasound demonstrated an enlarged caudate lobe of the liver. Using a balloon catheter, the portal vein and the inferior vena cava were both dilated to 10 and 14 mm, respectively. Two contiguous, 14 mm, overlapping (joined) palmaz stents were placed across the area of stenosis in the inferior vena cava as a single functioning stent. On the following day, a repeat ultrasound confirmed good positioning of the stent with normal flow across it. The patient improved symptomatically. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migrations¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors, such as an underexpanded stent, may have contributed to the reported events. It is likely the target vessel dilated further post implantation, releasing the stents from their intended position. According to the safety information in the instructions for use ¿the palmaz balloon-expandable peripheral stent is indicated for use in the treatment of atherosclerotic disease in peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree. Potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization. Using an inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the balloon catheter label. Expand the diameter of the stent to the diameter of the reference vessel.¿ this product is not intended for venous implantation and as such this event is considered off label usage. The information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is one of two related reports and the related number is 9616099-2021-04742.

Event description:
As reported in the literature article by kamalesh m, stokes k, burger aj. Transesophageal echocardiography assisted retrieval of embolized inferior vena cava stent. Cathet cardiovasc diagn. 1994 oct;33(2):178-80. Doi: 10.1002/ccd.1810330222. Pmid: 7834735., two days after placement of 2 palmaz 14mm stents in a stenotic ivc, routine chest x-ray revealed the stents embolized to the left pulmonary artery (pa). The stents were retrieved non surgically using transesophageal echocardiogram (tee) and a non cordis balloon catheter and repositioned in the original area of stenosis of the intrahepatic portion of the ivc. Once in the intrahepatic portion of the inferior vena cava, the stents were repositioned across the area of original stenosis and re-dilated to 20 mm. The patient initially presented with budd-chiari syndrome and stenosis of the portal vein and inferior vena cava. He was admitted to the hospital with severe abdominal pain, and an abdominal ultrasound demonstrated an enlarged caudate lobe of the liver. Using a balloon catheter, the portal vein and the inferior vena cava were both dilated to 10 and 14 mm, respectively. Two contiguous, 14 mm, overlapping (joined) palmaz stents were placed across the area of stenosis in the inferior vena cava as a single functioning stent. On the following day, a repeat ultrasound confirmed good positioning of the stent with normal flow across it. The patient improved symptomatically.